Manufacturer narrative:
Approximate age of device - 3 years, 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had multiple pump stops due to suspected issues with the percutaneous lead. The patient was presented with low flow alarms and low speed advisory. Interrogation of the device in clinic revealed multiple low speed advisory low flows pump off patterns of alarm. The patient has been asymptomatic with the pump stops; however, the patient is not a candidate for pump replacement. No obvious damage to external portion of the driveline. On 12 nov 2018 tech services arrived onsite for a driveline evaluation/repair. Percutaneous lead replacement was performed and all tests passed. Patient was returned to batteries with no issues. The percutaneous lead will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the reported low speed/pump stoppage events confirmed through the evaluation of the submitted system controller log file data. The submitted log file showed that multiple low speed events and pump stoppages were captured from (B)(6) 2018, which were associated with low speed advisory/hazard and low flow hazard alarms as well as transient elevations in pump power up to 17.9 watts. The abnormal pump operation only occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 17 inches of the distal end of the driveline was returned for evaluation. In addition, six additional wire segments from each of the wires approximately 2 inches in length were also returned and appeared unremarkable. A rescue tape repair was present at the distal end of the driveline at approximately 1 ¿ 4 inches from the metal connector. Electrical continuity testing of the distal end of the driveline in its returned condition revealed no wire discontinuities or electrical shorts, even with manipulation of the driveline segment. Removal of the rescue tape repair revealed a tear in the outer silicone sleeve adjacent to the terminus of the distal end bend relief. The underlying bionate layer in the area of the outer jacket tear showed no perforations; however, the bionate showed evidence of distortion in this location. Areas of breakdown of the metal braided shield were observed along the length of the returned driveline segment, which appeared consistent with over 3 years of use and was most severe at the terminus of the distal end bend relief. Visual inspection of the underlying wires revealed severe insulation abrasion marks on the brown, red, and orange wires as well as fraying of the green strength member in the area of the outer jacket tear adjacent to the terminus of the distal end bend relief. A small breach in the insulation of the brown wire was identified in this location at approximately 2.25 inches from the metal connector. Hipot testing of the driveline segment confirmed that the inner metal conductors of the brown wire were exposed in this location. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Although the evaluation of the returned driveline confirmed wire damage that could have contributed to the reported low speed/pump stoppage events, information provided by the technical services representative indicated that the patient was tethered on a regular grounded patient cable following the distal end driveline replacement and experienced immediate red heart alarms while lying in the fetal position in bed. Prior to the driveline replacement, the patient had previously mentioned experiencing alarms throughout the night while lying in bed. The patient was connected to battery power without any active alarms. Although a specific cause for the reported red heart alarms following the driveline replacement procedure could not be conclusively determined through this evaluation as the pump remains in use, the provided information suggests an additional driveline wire compromise on the proximal side of the driveline replacement site. The customer reported that the patient was not an operative candidate for pump replacement. The patient was issued an ungrounded patient cable for tethered power support. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The relevant sections of the device history records (documents (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 14jul2015 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
An incidental reportable finding of superficial damage to the outer silicone sleeve was observed during the evaluation of the returned driveline segment.